Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s left eye due to power surprise. It was learned that the patient was +22 then post-op +3.75. There were no incision enlargement, vitrectomy, or sutures required. There was no patient post-op injury. The replacement lens is the same model, but higher diopter (27.5). No other information was provided.

Manufacturer narrative:
Additional information: device evaluation: product evaluation was not performed because the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.